Manufacturer narrative:
Efforts to obtain additional information were unsuccessful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a journal article discussing the outcome after implantable cardioverter defibrillator (ICD) in patients with brugada syndrome (bs). Brugada syndrome is characterized by a typical ECG pattern of st-segment elevation in the right precordial leads v1 to v3 and an increased risk of sudden cardiac death because of vt arrhythmias. Physicians worldwide have recommended ICD implants for symptomatic patients (particularly survivors of cardiac arrest and syncope) and for asymptomatic or minimally symptomatic patients with spontaneous brugada ECG if vf can be induced during electrophysiologic study (eps). This study consisted of 25 males between the ages of (B)(6), and over a 9 year period of time. ICD indication was based on aborted cardiac arrest, syncope or in asymptomatic patients with positive eps. All icds in this study were single chamber except for 2 dual-chamber icds. Only 1 boston scientific patient was enrolled in this study. During the course of the study, the overall complication rate was relatively high, including inappropriate ICD shocks. No mortality was recorded within the study population. Complications only occurred in 4 patients. Two patients had lead related complications. One had a dislodgement and the other a lead fracture (non-boston scientific product). Three patients experienced inappropriate shocks; which were a result from either the fidelis lead fracture, t-wave oversensing and sinus tachycardia. Inappropriate shocks occurred in patients that were younger and more likely a history of svt. A total of 5 patients required psychiatric assistance during the study and 3 patients expressed concern regarding the diagnosis of bs, and 2 had insomnia caused by phobia after receiving inappropriate shocks. All 5 patients referred to psychiatric care were diagnosed with depression.